Manufacturer narrative:
B3: unknown. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported the device was sent in for an 'alert remediation syringe barrel clamp out of specification' issue and firmware updates to v1.6.5. There was unknown patient involvement.

Manufacturer narrative:
One device was received for evaluation. Visual inspection found the device in good condition. Functional testing was able to verify and duplicate the reported problem. It was determined barrel clamp guide was the root cause. The barrel clamp guide, head, rod, tapered spring, screws, spring blue and clamp slide were replaced. The device then passed all functional testing. The service history review had no indication that the complaint was related to a service of the device within the review period.